Event description:
A malfunction alarm identified as malf 5 was reported. Blood glucose levels did not exceed 500 mg/dl, indicating no adverse impact to the customer¿s blood glucose level. The customer was instructed to use a multiple daily injection (mdi) as backup therapy, and technical support committed to replacing the pump. The customer was guided on how to place the pump into storage mode before returning it and agreed to send back the problematic pump using a pre-paid label within 10 days.